Event description:
It was reported that the patient experienced pre-syncope. A remote pacemaker transmission revealed atrial high rates and intermittent right ventricular (rv) lead capture on the presenting electrogram. Further investigation of the lead was recommended. The available information suggests the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).